Event description:
The primary surgery was in 1995. The patient had revision surgery in 2006 due to the bipolar being disassembled. The surgeon found that the polyethylene inside the cup was worn and some osteolyis was seen and he assumed that this could cause the event. After the primary surgery, the patient was on physically heavy labor.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.